Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of not detecting scopes was not confirmed. Both 180s and 190s scopes worked with the subject device. In addition, the chassis was missing a screw hole. The scope socket was bad, sliding pin was not engaging. The power switch was an older type and needed to be upgraded. There was a non-olympus lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported to olympus, the evis exera iii xenon light source intermittently does not recognize the scopes. It is usually the older scopes (definitely 160s, not sure about 180s and 190s) the event occurred during preparation for use. There was no report of patient harm associated with this event.